Manufacturer narrative:
This report is submitted on january 24, 2019.

Event description:
It was reported that the patient experienced a magnet dislodgement during an MRI (1.5 tesla). Surgery to reposition the magnet was completed (date not reported). The implanted device remains.